Manufacturer narrative:
Samples received: 1 open ampoule. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received one open sample. The sample received has been tested for adhesive strength and the result is 1,222 n in average, well above the requirement which is 20 n. The batch manufacturing record of the involved batch has been reviewed and no deviations have been found. Final conclusion: although the result of the sample received fulfils the specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 when additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional "the doctor discovered the glue was not sealing during the breast fibro adenoma procedure."